Manufacturer narrative:
A replacement pump and power supply were sent to the customer. In follow up with the customer, she indicated that she did not see a spark, but did see a flame at the strain relief. She also indicated that nothing caught on fire, no injuries were sustained as a result of the issue, that her replacement pump and power supply are working without issue and that she would return the original pump and power supply. However, as of the date of this report, they have not been received. A flame is indicative of at least one short in the dc cord, which does not pose an electrocution risk since it is on the dc side of the transformer; however, it poses a risk should it come in contact with a combustible material. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a supplemental report will be filed. CAPA (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.

Event description:
The customer reported that she was in the middle of a pumping session and she smelled smoke. The power adapter for the pump was very hot and smoke was coming from it. Her lights flickered and the pump stopped working.